Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection identified that the insert was loose and backing out. Device evaluation identified that there was no knurling on the inside diameter of the loosest insert, indicative of over-torqueing, causing the inserts knurl to act like a reamer and thus reamed-out what knurl marks would be in the plastic. The root cause of the inserts becoming loose was over-torqueing of the screws, causing the inserts to spin in the post. A definitive root cause for the over infusion cannot be determined; however, there is a possibility that the inserts becoming loose can cause this. There was no evidence of over infusion submitted nor detailed report of patient harm caused by the over infusion. Additionally, said treatment of patient was requested and not provided; therefore, the patient harm cannot be confirmed. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device over infused heparin while in use on a patient. The medication rate was set to 10ml/hr 250ml bag (to be delivered over 25 hours) and the over infusion was 50ml/hr for a total of 5 hours. It was stated that there were no error messages. The patient had to be treated. Treatment details were requested, but the bio med declined to answer. The patient is reported to be stable; however, their hospital stay may be prolonged. No additional information is available. The bio med stated that the nutserts had backed out of the bezel plastic and that this could cause free flow intermittently resulting in over infusion.